Manufacturer narrative:
On (B)(6) 2021, mentor became aware that field g2 was mistakenly not selected under the previous submission. Field g2 "is report source health professional" has been correctly selected on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 225cc mentor smooth round moderate profile and experienced right side breast implant deflation postoperatively. On march 9, 2021, mentor became aware that the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On april 20, 2021, mentor became aware that patient will be undergoing bilateral explantation and replacement due to right side breast implant deflation on her upcoming surgery on (B)(6) 2021. No events were reported for left side. Replacement order for following catalog numbers: smpx370, smpx405, 3507385mc, and 3507405mc was placed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 1, 2021, mentor became aware that all three d9 fields were inadvertently left blank under the previous follow up number 4 report. They have been correctly updated on this form since the device was received on may 21, 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 16, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 225cc breast implant had a tear within a crease/fold on the posterior view measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).